Manufacturer narrative:
UDI: gtin unavilable. Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, a directlink module would not display an icp value immediately after a thrax rx photograph was taken, while this complaint lists the directlink monitor, icp extension cable and the patient monitor interface cable, along with a rohs microsensor, the group reporting the event believe that the problem is probably the sensor. Per affiliate: did the reported event cause any delays in the procedure or surgery over 30 minutes? No. Were there any adverse consequences to the patient? No longer monitoring possible, patient had to go to CT (=additional scan) to get an idea of the problems/ about what happened in the brain. Was the device revised or was it removed and monitoring discontinued? Sensor was implanted on (B)(6) and removed (B)(6). Problem occurred on the (B)(6).

Manufacturer narrative:
It was initially reported that the device would be made available for evaluation; however, the device was not provided. This report has been udpated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.